Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a plastic sleeve was found on the stent. In 2004 a taxus express2 3.5 x 16 mm drug eluting stent was unable to cross the lesion in the circumflex artery. When the stent delivery system came out of the touhy, the physician noticed a plastic sleeve on the distal end of the stent. Another of the same devices was used to complete the procedure. It was also noted the device was used beyond its expiration date. There were no reported pt complications.